Event description:
Later, after performing explant surgery, healthcare professional reported "signs of rupture". The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ crease folding of implant: not observed no further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side device radial folds and reactive lymphadenopathies in the axillary cavities diagnosed via MRI. Later, after performing explant surgery, healthcare professional reported "signs of rupture". The device has been explanted and replaced.

Event description:
Healthcare professional reported right side device radial folds and reactive lymphadenopathies in the axillary cavities diagnosed via MRI. Later, after performing explant surgery, reported "signs of rupture". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Lymphadenopathy: unable to observe as it is not related to the manufacturing process. Crease/folding of implant: not observed. As per the investigation procedure observed deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side device radial folds and reactive lymphadenopathies in the axillary cavities diagnosed via MRI. The device remains implanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphadenopathy.